Event description:
A distributor in (B)(6) reported that one of their staff was upgrading a handheld computer and got the following error message when placing the software card (B)(4) into the slot, following removing the (B)(4). "Unrecognized card enter the name of the driver for the card. For information, see the card manufacturers documents." The distributor was able to click "ok" once it says unrecognisable card, and the handheld seems to return to normal functioning. At this time the handheld is not being returned for analysis. No further information has been attained.